Event description:
A (B)(6) male pt underwent initial abdominal aortic aneurysm repair on (B)(6) 2006. The pt received a zenith main body graft and two zenith iliac legs without reported incident. On the first weekend of (B)(6) in 2011, the pt presented for repair of a rupture. The original left zenith iliac leg retracted into the left portion of the aneurysm. The physician coiled the left internal iliac and mated that with another MFR's (gore) 12 mm graft. Procedure was successful and the case was completed (1820334-2011-00265). Pt is scheduled for explant thursday, (B)(6) 2011 due to several possible complications (1820334-2011-00481). Update received (B)(6) 2011 - the pt's aorta wall was extremely infected with cultures present. Physician was able to explant the graft rather easily; however, the did have to redo an existing ax-fem bypass. During the repair, a massive myocardial infarction arose. Pt was expelling white, green and brown ups. The procedure wrapped up with the belief that the pt would pass within the hour. The pt made it through the night and expired early in the morning.

Manufacturer narrative:
(B)(4) - infection and death. (B)(4) - explant. No product or images were returned to assist in the investigation at this time. The zenith line of aaa products have completed quality sys procedures. The outputs from this process provide evidence that the device meets the design input requirements and that the design input requirements meet the needs of the user. An IFU is shipped with each device listing the indications for use, warnings and precautions, contraindications, and the proper deployment sequence. Additionally, the IFU stresses the importance to minimize handling of the constrained endoprosthesis during preparation to decrease the risk of contamination and infection. Cook has procedures in place to monitor and control the conditions of the mfg environment. The zenith family of products, bioburden and endotoxin levels are tested quarterly. Initial repair was performed (B)(6) 2006. Secondary intervention performed (B)(6) 2011 to repair migrated zenith iliac leg and aneurysm rupture. Another MFR's endograft was used in the repair (1820334-2011-00265). The pt was scheduled for explant (B)(6) 2011. Open repair revealed that the pt's aorta was extremely infected. The pt suffered a massive myocardial infarction during repair. Physician fel the pt would shortly pass and the pt expired following morning. The cause of the infection is unk. Intervention in (B)(6) 2011 with another MFR's endograft may have contributed to the event. The pt's medical history was not reported and the complaint correspondence that the pt did not follow the recommended imaging guidelines after evar. The initial complaint report indicated that the explant was scheduled due to multiple complications. The pt was likely medically fragile with multiple co-morbidities that resulted in the pt not being able to tolerate open repair and disease progression. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.